Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept getting air bubbles in the reservoir. The customer¿s blood glucose level was unknown. The customer reported that the air bubble anomaly would happen when filling the reservoir and after wearing it for a while. The issue had started a month ago. The customer stated there was no current bubbles at the time of the call. They were advised to call at the time of the issue to troubleshoot. The product will not be returned for analysis.